Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.

Event description:
On (B)(6) 2008, the primary surgery was performed for congenital scoliosis and the foundation of the construct was placed using small xia. On (B)(6) 2008, the second surgery was performed and the rod was added to the construct. On (B)(6), surgery, the third surgery was performed; however, it was found when the pt wound was opened that the extended connector and the rod as well as the soft tissue around there, were turned blackish. Also, it was found that the blockers of the extended connector were loose and the rod was extended about 3mm as the pt grew although no extension surgery had been performed. The surgeon extended the rod some more and ...